Manufacturer narrative:
A stryker quality assurance engineer spoke with stryker sales account manager who did not have any additional information on the effect of the misdoes on the patient. The stryker sales account manager provided a contact at the account, and he provided the account with information on how to lock the scale in kilograms. The account was contacted via email and asked for additional information on the event. The account was informed that, per the operations manual, the scale on the unit should not be used to dose medication. Several attempts were made to obtain additional information from the account but was unable to get further detail. Based on the information available, it was determined that the inaccurate information on the scale was most likely not due to any component level defect or malfunction. The scale was most likely working correctly, however the units were set incorrectly. The issue was resolved for the customer by the sales rep instructing them how to lock the scale in kilograms. Several attempts were made to gather further information on the injury. If more information becomes available, this investigation may be reopened and updated.

Event description:
It was reported that the device's scale was displaying the measurement in pounds, as opposed to kilograms. The nurse administering the medication gave the patient too much medicine, based on the weight being displayed.

Event description:
It was reported that the device's scale was displaying the measurement in pounds, as opposed to kilograms. The nurse administering the medication gave the patient too much medicine, based on the weight being displayed. This resulted in a medication overdose. Attempts are being made to gather additional injury and treatment details from the user facility.